Event description:
Boston scientific received information that during the final check after implant, abnormal waveforms were observed on the right atrial (ra) and right ventricular (rv) pacing channels. A check with the programmer revealed the ra and rv leads had been connected to the wrong ports in the pacemaker. A revision procedure was performed immediately. The physician determined that the wrong connections had occurred because he had the device upside down during the implant procedure. The physician commented that the device should have more visible identifiers for the ra and rv ports. No adverse patient effects were reported.

Manufacturer narrative:
The device and leads remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.